Manufacturer narrative:
(B)(4). Final analysis found that the insulation was fractured at 32.3 cm from distal tip; all filers of the outer coil were damaged at 32.3cm from the distal tip. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic experiencing lightheadedness. The right ventricular lead exhibited high impedance and high capture thresholds. The lead was explanted and replaced successfully. It was noted that a pericardial effusion was observed. The physician drained the pericardium prior to conclusion of the procedure. The patient was stable post procedure and would continue to be monitored closely.